Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that using an unspecified artery access approach during a procedure of the moderately tortuous, mildly calcified, 85% stenosed, mid circumflex artery the 2.75 x 8 mm voyager nc balloon dilatation catheter (bdc) was inflated to 14 atmosphere (atm) when a leak was noted. The bdc was removed without issue. A second 2.75 x 8 mm voyager nc was used to complete the procedure successfully without issue. The patients final outcome was noted as satisfactory. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.